Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the lad and one endeavor sprint drug eluting stent was implanted in the diagonal. Approximately 6 months post the index procedure, the patient suffered myocardial infarction. The patient was treated with pci. The patient recovered.